Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the disposable has been discarded and failure investigation could not be performed.

Event description:
Customer reported that an extension set was in for a few days and when the set was being flushed with saline, the set burst and leaked. The set has been discarded and will not be returned. No pt harm or medical intervention required.